Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen (500 mcg/ml at 25 mcg/day) via an implantable pump for intractable spasticity and stroke. It was reported that the patient was hearing a non-critical pump alarm last evening and again today. They read the pump logs which did not show any events. The pump was just implanted on monday ((B)(6) 2021). At the time of the report technical services asked if the alarm could possibly be coming from the explanted pump. It was confirmed that the patient did have possession of the old pump. It was advised to have the patient check if that was where the sound was coming from. The issue was not resolved through troubleshooting. Additional information received reported that there was no therapy issue for the prior pump replacement. The pump had reached eri (elective replacement indicator). They confirmed it was the explanted pump that the patient took home to show his grandkids. The alarm issue had been resolved. They turned off alarms of the old explanted pump that the patient kept.